Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported events. Intracranial hemorrhage is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product lot numbers for both the devices were not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2022-00586 2. 3005168196-2022-00587. Placeholder.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "mechanical thrombectomy treatment of basilar artery occlusion within 24 hours of symptom onset: a single-center experience" (phuong et al. 2022). In this single center prospective review, forty-nine patients underwent mechanical thrombectomy procedures to treat basilar artery occlusions using a neuron max 6f 088 long sheath (neuron max), a penumbra system ace 60 reperfusion catheter (ace60), a velocity delivery microcatheter (velocity), and a penumbra pump (unknown) between november 2018 and may 2020. It was reported that one patient experienced a vessel rupture caused by the microwire and remote vessel traction injury, resulting in subarachnoid bleeding. No additional information was provided. Five patients experienced symptomatic intracranial hemorrhages (sich). No additional information was provided. It was also reported that 18.4% of patients experienced distal embolization. No additional information was provided. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.